Manufacturer narrative:
(B)(4). Ethnicity - non-hispanic. A5b - race - caucasian. Concomitant med products due to character limitation: 6f 45-sheath (unspecified), 6f benchmark catheter, 5f berenstein catheter, 0.035" glidewire, prowler plus mc, sl-10 mc, synchro microwire, target xl coils - including a 12 x 45 cm framing coil. The product remains implanted and is thus not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. The company is seeking this information through the event investigation. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
As reported by a healthcare professional, the patient experienced an acute right brainstem embolic stroke approximately five days after pulserider-assisted coil embolization, likely perforator vessel. The patient presented with blurred vision/right eye medial gaze palsy, right facial droop, nausea/vomiting, dizziness, and gait imbalance on (B)(6) 2018. The patient¿s family verbalized that symptoms began on (B)(6) 2018; however, the patient stated that symptoms started on the morning of (B)(6) 2018. Non-medication treatment was provided to the patient. The patient was continued on dual antiplatelet therapy (dapt). The patient was evaluated and treated by physical therapy (pt), occupational therapy (ot), and speech therapy (st). The suspected cause of the stroke per the treating physician was the large size of the aneurysm with wide neck and coil mass encroaching on the basilar tip. There was no radiographic evidence of cerebral hemorrhage. The patient initially presented on (B)(6) 2018 with memory disturbances and gait instability. Imaging revealed an extremely large high-riding, wide-necked, unruptured basilar tip aneurysm that was 14 mm at greatest aneurysm dimension and incorporating both pca branch vessels. Following systemic heparinization, a prowler plus microcatheter was advanced over a synchro microwire into the basilar artery, and an sl-10 microcatheter was advanced over a synchro microwire into the basilar artery. The prowler plus was placed at the aneurysm neck, and the y-shaped 3.5 to 4.5 mm x 10 mm pulserider (313d/ w3188-01) was deployed at the aneurysm neck with the intra-aneurysmal position. After deployment, the pulserider was further positioned under fluoroscopic guidance. Coiling began with a 12 x 45 cm target xl framing coil. The coil was detached. Coiling was continued with adjustment of the pulserider placement as necessary until the aneurysm was coiled as much as was safely possible. The pulserider was then detached. Angiography of the right vertebral artery showed the pulserider in good position with no thromboembolic complications and neck remnant, particularly at the level of the right posterior cerebral artery (pca). There was a small amount of dome filling coming from the posterior aspect of the aneurysm dome towards the superior aspect. The catheter was removed with no complications. There were no product malfunctions noted during the procedure. Prior to the case, the patient was initiated on aspirin (325 mg daily) and plavix (75 mg daily), and responsiveness was assured by assays. Brain magnetic resonance imaging (MRI) performed on (B)(6) 2018 demonstrated multifocal infarcts involving the midbrain, right cerebellar hemisphere and bilateral parietal lobes, likely embolic with no change to basilar artery aneurysm coil pack. There was a medial midbrain restriction of diffusion 5 mm x 8 mm. The patient also underwent magnetic resonance angiography (mra); however, the site was unable to fully evaluate the pulserider device and coil construct. Diagnostic cerebral angiogram was subsequently performed on (B)(6) 2018 which showed no thrombosis. The pulserider and coil construct in the basilar apex aneurysm appeared stable, with no evidence of occlusion of the major posterior circulation arteries or their branch vessels. The patient was on aspirin 325 mg and plavix 75 mg daily after the procedure. The patient was discharged to an acute rehabilitation facility on (B)(6) 2018 with residual right upward-gaze palsy. It is not known if the stroke would result in permanent impairment of a bodily function or structure. Procedural report and results of diagnostic testing were provided. Imaging was received and is awaiting evaluation.

Manufacturer narrative:
Product complaint # : pc-(B)(4). Additional information received indicated that the coil encroachment at the neck was seen on initial angiogram; the physician verbalized that ¿given the large size of the neck, this would not be uncommon¿. The assumption that the coil encroachment may have contributed to the event was made following the repeat angiogram performed during course of hospitalization. Of note, the patient underwent a transthoracic echocardiogram (tte) with bubble study on 15-mar-2018 which was negative for septal defect and patent foramen ovale (pfo). Film review: the studies provided do not have date or time. Two angiograms, two mris, and one mra were included. Summary of findings: initial angiogram: large basilar tip aneurysm with broad neck incorporating both the origin of both superior cerebellar arteries (scas) and posterior cerebral arteries (pcas). The pulserider was placed intra-aneurysmal but the level of the device remained below the origin of the pcas. The coiling was completed with good protection of the aneurysm and preserving the flow in the scas and pcas. Nonetheless, it is clear that the device is in the arterial channel formed between the coils mass and the origin of the left pca being a potential source of emboli. The follow-up angiogram did not demonstrate any significant changes. MRI: few isolated punctate hyperintense foci in both occipital lobes and suggested in the right peduncle. Mra: documents the patency of parent vessels. No other significant information added. Conclusion: the device is in low position and the neck of the aneurysm remains opened to allow flow to the scas/pcas but in left pca (p1), the procedure resulted in a channel that although allows flow, is impinged by coils loops and the device leaf. This could be a source of microemboli. Complaint conclusion: as reported by a healthcare professional, the patient experienced an acute right brainstem embolic stroke (likely perforator vessel) approximately five days after pulserider-assisted coil embolization. The patient presented with blurred vision/right eye medial gaze palsy, right facial droop, nausea/vomiting, dizziness, and gait imbalance on 13-mar-2018. The patient¿s family verbalized that symptoms began on 12-mar-2018; however, the patient stated that symptoms started on the morning of 13-mar-2018. Non-medication treatment was provided to the patient. The patient was continued on dual antiplatelet therapy (dapt). The patient was evaluated and treated by physical therapy (pt), occupational therapy (ot), and speech therapy (st). The suspected cause of the stroke per the treating physician was the large size of the aneurysm with wide neck and coil mass encroaching on the basilar tip. Additional information received indicated that the coil encroachment at the neck was seen on initial angiogram; the physician verbalized that ¿given the large size of the neck, this would not be uncommon¿. The assumption that the coil encroachment may have contributed to the event was made following the repeat angiogram performed during course of hospitalization. There was no radiographic evidence of cerebral hemorrhage. The patient initially presented on 3/8/2018 with memory disturbances and gait instability. Imaging revealed an extremely large high-riding, wide-necked, unruptured basilar tip aneurysm that was 14mm at greatest aneurysm dimension and incorporating both pca branch vessels. Following systemic heparinization, a prowler plus microcatheter was advanced over a synchro microwire into the basilar artery, and an sl-10 microcatheter was advanced over a synchro microwire into the basilar artery. The prowler plus was placed at the aneurysm neck, and the y-shaped 3.5 to 4.5mm x 10mm pulserider (313d/ w3188-01) was deployed at the aneurysm neck with the intra-aneurysmal position. After deployment, the pulserider was further positioned under fluoroscopic guidance. Coiling began with a 12 x 45cm target xl framing coil. The coil was detached. Coiling was continued with adjustment of the pulserider placement as necessary until the aneurysm was coiled as much as was safely possible. The pulserider was then detached. Angiography of the right vertebral artery showed the pulserider in good position with no thromboembolic complications and neck remnant, particularly at the level of the right posterior cerebral artery (pca). There was a small amount of dome filling coming from the posterior aspect of the aneurysm dome towards the superior aspect. The catheter was removed with no complications. There were no product malfunctions noted during the procedure. Prior to the case, the patient was initiated on aspirin (325 mg daily) and plavix (75 mg daily), and responsiveness was assured by assays. Brain magnetic resonance imaging (MRI) performed on 13-mar-2018 demonstrated multifocal infarcts involving the midbrain, right cerebellar hemisphere and bilateral parietal lobes, likely embolic with no change to basilar artery aneurysm coil pack. There was a medial midbrain restriction of diffusion 5mm x 8mm. The patient also underwent magnetic resonance angiography (mra); however, the site was unable to fully evaluate the pulserider device and coil construct. Diagnostic cerebral angiogram was subsequently performed on 13-mar-2018 which showed no thrombosis. The pulserider and coil construct in the basilar apex aneurysm appeared stable, with no evidence of occlusion of the major posterior circulation arteries or their branch vessels. The patient was on aspirin 325mg and plavix 75mg daily after the procedure. The patient underwent a transthoracic echocardiogram (tte) with bubble study on 15-mar-2018 which was negative for septal defect and patent foramen ovale (pfo). The patient was discharged to an acute rehabilitation facility on 18-mar-2018 with residual right upward-gaze palsy. No further information was provided. Film review: the studies provided do not have date of time. Two angiograms, two mris, and one mra were included. Summary of findings - initial angiogram: large basilar tip aneurysm with broad neck incorporating both the origin of both superior cerebellar arteries (scas) and posterior cerebral arteries (pcas). The pulserider was placed using an intra-aneurysmal position. The level of the device placement is above the scas and below the origin of the pcas. The coiling was completed with minimal contrast noted inside of the aneurysm and preserving the flow in the scas and pcas. Nonetheless, the device leaflet and coil loop placed in the arterial channel formed between the coils mass and the origin of the left pca represents a potential source of emboli. The follow-up angiogram did not demonstrate any significant changes. MRI: few isolated punctate hyperintense foci in both occipital lobes and suggested in the right cerebral peduncle. Mra: documents the patency of parent vessels. No other significant information added. Conclusion: the device is in low position and the neck of the aneurysm remains opened to allow flow to the scas/pcas but in left pca (p1), the procedure resulted in a channel that although allows flow, is impinged by coils loops and the device leaf. This could be a source of microemboli. The pulserider remains implanted in the patient and is thus not available for evaluation. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. Coil herniation, stroke, and thromboembolism are known potential complications associated with the pulserider and with coil embolization procedures. The IFU states that ¿the implant is intended to be deployed with the distal arch section positioning in alignment with the branch arteries to retain coils within the aneurysmal sac while preventing coils from entering the branch arteries.¿ the pulserider device was used to assist the coiling by helping to reconstruct the neck. The placement of the device allows placing coils inside of the aneurysm to occlude the sac. The coiling could not be possible without the assistance of the pulseride due to the anatomy. Review of the films provided revealed that during the procedure the pulse rider device was positioned above the level of the origin of the scas and below the plane of origin of the pcas. Following th completion of the procedure, the neck of the aneurysm remained opened allowing flow through both the scas/pcas. It was noted that the level of the origin of the left pca (p1), the position of the pulserider and coil mass resulted in a narrowed channel that although permitted blood flow was impinged by the coils loops and the device leaflet. The presence of the coil loop and device partly in direct contact with the blood stream could be a source of micro-emboli despite dual antiplatelet therapy, potentially explaining the ischemic findings noted in the MRI. The particular geometric configuration of this aneurysm is very challenging to treat. The morbidity associated with the treatment of this type of lesion is well-documented in the scientific literature. The clinical outcome is within the possible known adverse events related to the endovascular treatment of large wide-necked aneurysms with a neck that incorporates four cerebral arteries. There is no indication of any device performance or manufacturing issues related to the event. The root cause of the event could not be conclusively determined; however, it is possible that patient, procedural, and pharmacological factors may have contributed to the event. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
(B)(4). The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.